Event description:
Laparoscopic adjustable gastric band port inserted (B)(6) 2010. Pt returned to operating room (B)(6) 2011 found kinking of the band tubing around the port due to scar tissue. Surgeon removed gastric band port and inserted a new one. During this process, the surgeon noted that the strain release portion of the removed band had disassembled. It was in 2 pieces and should have been a single piece.